Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane and filament driver pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error. Further information received from the customer indicated that the system failed to boot. No patient serious injury or death was reported related to this event.